Manufacturer narrative:
Initial interrogation revealed that the device had reached elective replacement indicator (eri). Our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the eri charge time indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Event description:
Boston scientific received this device at its post market quality assurance laboratory for a routine analysis post explant. The returned device had no associated allegations against the longevity or function. Laboratory analysis confirmed the device did not meet longevity expectations as provided in product labeling. No adverse patient effects were reported and replacement was noted with another boston scientific device.